Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") and burnout syndrome ("burn-out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced burnout syndrome (seriousness criterion disability), fatigue ("marked fatigue soon after placement"), feeling drunk ("feeling of drunkenness"), vulvovaginal mycotic infection ("recurrent vaginal mycosis"), loss of libido ("loss of libido"), vulvovaginal erythema ("labia minora and majora red"), vulvovaginal swelling ("labia minora and majora swollen"), flatulence ("flatulence with soiling"), loose tooth ("loose teeth"), tooth fracture ("broken tooth"), middle insomnia ("nocturnal awakenings"), hyperhidrosis ("excessive sweating"), paraesthesia ("feeling of electricity in arms"), dry eye ("dry eyes"), migraine ("migraines"), amnesia ("memory loss"), the first episode of disturbance in attention ("difficulty concentrating when reading, when watching a film, when following a conversation"), aphasia ("substituting one word for another"), the second episode of disturbance in attention ("reduced attention when driving"), ageusia ("loss of sense of taste"), neck pain ("neck pain"), tendonitis ("tendonitis"), alopecia ("hair loss") and weight increased ("weight gain"). Essure was removed on (B)(6) 2017 (medical device removal - seriousness criteria medically significant and intervention required). In (B)(6) 2017, the burnout syndrome, fatigue, feeling drunk, vulvovaginal mycotic infection, loss of libido, vulvovaginal erythema, vulvovaginal swelling, flatulence, loose tooth, tooth fracture, middle insomnia, hyperhidrosis, paraesthesia, dry eye, migraine, amnesia, aphasia, the last episode of disturbance in attention, ageusia, neck pain, tendonitis, alopecia and weight increased had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for ageusia, alopecia, amnesia, aphasia, burnout syndrome, dry eye, fatigue, feeling drunk, flatulence, hyperhidrosis, loose tooth, loss of libido, medical device removal, middle insomnia, migraine, neck pain, paraesthesia, tendonitis, tooth fracture, vulvovaginal erythema, vulvovaginal mycotic infection, vulvovaginal swelling, weight increased, the first episode of disturbance in attention and the second episode of disturbance in attention with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04sep2017 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 722 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.